Manufacturer narrative:
The customer reported that their central nurse's station (cns) dropped all patient waveforms, made 5 beeps, then restarted itself. When it restarted the full disclosure showed it missed / lost 5 minutes of waveforms. No harm or injury was reported. Attempt #1: on 08/18/2021: emailed customer via microsoft outlook for all items under the no information section. An "unknown" reply was received.

Event description:
The customer reported that their central nurse's station (cns) dropped all patient waveforms, made 5 beeps, then restarted itself. When it restarted the full disclosure showed it missed / lost 5 minutes of waveforms. No harm or injury was reported.